Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for high superior vena cava (svc) coil impedance, but subsequently, the impedance dropped back to baseline measurement. The patient further reported that an alarm triggered and was sounding every 4 hours. The patient indicated that the lead may have kinked and that the measurements were out of range. The patient later reported that a nips procedure (non-invasive programmed stimulation) was performed and resulted in reprogramming the svc coil off. It was also reported at that time that an alert had occurred for rv coil impedance above the normal range. It was noted that in the few weeks leading up to the svc coil being programmed off, the svc impedance had varied. It had been jumping up and down from the baseline. It was further reported that the rv coil impedance had been stable since the svc coil had been turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).